Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 5252921. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. No sample movement was observed within 30 calendar days from the complaint open date. The investigation was concluded based on the information available to date. If samples are received later, the complaint may be reopened. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.

Event description:
It was reported by customer that the needle will not retract. Additional information 2/11/2026: when you pressed the button, did the needle fully retract? No, the needle did not retract did the needle retract slower than normal? No, the needle did not retract did the needle start retracting and then stop, leaving the needle exposed? No, the needle did not retract at all. Did the needle not move at all after pressing the button? Yes, the needle did not move at all after pressing the button. Did the button depress? No, the button did not depress, was there any harm/serious injury to patient or healthcare provider? If yes, please provide complete details including any diagnostics and/or treatment provided. No,

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.